Manufacturer narrative:
The subject device was evaluated. The device evaluation confirmed the customer's reported issue. Additional findings included; a scratched cable, a cracked connecter, and the operation of the focus ring was heavy. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. It may cause the camera cable to break. Based on investigation results, the complaint was confirmed and found to be due to crack on the cable unit. The identified failure is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints about this device.

Event description:
It was reported, the cable for the camera head had a crack. There was no patient impact, no harm reported due to the event.